Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "recurrent" peritonitis. The patient was hospitalized and treated with unspecified anti-inflammatory "needles" and unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing. The cause of the event and patient outcome were not reported. The reporter declined to provide additional information.